Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right ventricular lead exhibited high capture threshold. The patient was asymptomatic due to the event. The lead was capped and replaced on (B)(6). The patient was stable.